Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
D4: serial number: correction; serial number should have been (B)(6).   The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 9018430.

Event description:
Additional information was received wherein the s1 lead was explanted and replaced and an additional lead at l5 was added. Effective therapy was established. Note : it is unknown which lead is related to this issue.